Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during testing, the display screen was observed to be dim and discolored and the entire keypad was missing which comprised of the "up", "down", "ok" and contrast contact buttons. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a keypad with a cracked and under responsive the ¿up¿ arrow button. This report is made based on results of investigation completed on (B)(6) 2017,